Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.